Manufacturer narrative:
Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The scp device was investigated at livanova (B)(6) and was found to function normally. No deviations or abnormalities were found during testing. The issue was not reproduced. The unit is planned to be returned to the customer. As the issue was not reproduced, a root cause could not be determined.

Manufacturer narrative:
Patient information was not provided. (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a negative flow alarm sounded on the centrifugal pump system with tubing clamp at the beginning of a procedure and the erc clamp closed. The user initiated hand crank for several minutes while restarting the control panel, after which the device began to work as expected. There was no report of patient injury.